Event description:
On (B)(4) 2013, intuitive surgical, inc. (Isi) received a user facility medwatch 3500a (report (B)(4)) from the site with the following description: instrument did not pass pre-op inspection. Orange tip sheath was not intact. Not used on patient. Isi has made attempts to contact the user facility for additional information; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.